Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2011. Patient allegedly received an implant on (B)(6) 2015 via right common femoral vein due to pulmonary embolism (per operative report). Patient alleges fracture. Hospital and medical records have been requested but not yet provided.